Event description:
It was reported that during a patient transfer, the right upper sling clip detached, causing the patient to fall to the floor. No injuries were sustained. According to the customer, the fall occurred during a transfer from a wheelchair to a bed. While the patient was being repositioned from a sitting to a lying position, the sling clip detached. An evaluation by arjo service revealed no malfunction of the lift or sling. The device was found to be safe for continued use.

Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. The investigation is ongoing; results will be updated in the final report.

Manufacturer narrative:
The investigation is ongoing; results will be updated in the final report.

Manufacturer narrative:
It was reported that during a patient transfer from a wheelchair to a bed during the reposition from a sitting to a lying position, the right upper clip of the sling detached, which resulted in the patient falling to the floor. No injuries were reported. The customer reported that no mechanical defects were identified on either the lift or the sling. No mechanical failure of the clip was found and no issues were identified during repeated functional tests. Facility staff also confirmed that the lift had been used multiple times after the incident without any operational issues. There was no mention from the facility staff that the patient made unexpected or sudden movements during the transfer. Based on product knowledge, the clip sling is secured to the spreader bar¿s attachment pin. These pins feature a ¿mushroom shape¿ at the end, which not only prevents the clip from sliding off but also ensures that the clip is either fully engaged or not engaged at all¿there is no partial insertion. Therefore, when a patient is fully suspended, the clips are correctly attached, as the straps connecting the clips to the sling body are under tension from the patient¿s weight. During the repositioning procedure, the patient¿s weight remains evenly distributed, which keeps the tension on the sling straps and clips stable. This means that the repositioning process does not introduce changes in loading conditions that could lead to clip detachment. There are several factors that could lead to the upper clip detaching, including: 1) the clips not being secured (the patient beginning to fall at the start of the transfer) 2) significant force in the opposite direction. 3) the sling catching on an obstacle during the transfer. These hypotheses could not be confirmed, as no information indicating any of these conditions was provided. The customer noted that a problem with correctly attaching the clip by the caregiver might have occurred. However, based on product knowledge, the transfer is not possible if the clip is not properly attached, as the clip will automatically move into its correct position once weight is gradually applied. According to the maxi twin instructions for use (04.kt.00/2us): ¿maxi twin shall always be handled by a trained caregiver and in accordance with the instructions outlined in these operating and product care instructions.¿ ¿warning: important: always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the patient¿s weight is gradually taken up.¿ the exact cause of the sling clip detachment could not be determined. No malfunction of the lift or sling was identified during the inspection that could have contributed to the resident¿s fall. Arjo device was used of a patient lifting when the clip detached and therefore played a role in the event. The product met its specification, no defect was found that contributed to the event. This complaint has been deemed reportable due to the allegation that the clip detached.